Event description:
It was reported that after a da vinci-assisted ventral hernia surgical procedure, during skin closure, it was identified that the patient sustained a burn at the port site. The burn was found surrounding the cannula site where the universal surgical manipulator 2 was placed, and a fenestrated bipolar instrument was used in that usm during the procedure. There was no allegation or arc noted during the procedure while the bipolar instrument was used. There were no reports of any intraoperative arcing events or issues with coagulation or catheterization. The burned tissue was resected from the port site, and the skin incision was closed with a suture and surgical glue as anticipated. The patient is recovering well postoperatively.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There were no allegations of arcing, or complications with the instrument intraoperatively; no product is expected to be returned. No field service site visit was conducted.